Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while playing football due to t-wave oversensing. Several days later, the patient received inappropriate shocks again as the r-wave decreased and triple counting of the p-wave, r-wave and t-wave was observed. The patient was admitted to the hospital while waiting for further testing. Reportedly, the patient then exhibited large r-wave signals during exercise test. The physician decided to deactivate the device for the time being and to send the patient home. The s-ICD system remains implanted and deactivated. Additional information provided indicates the clinic consideration is to remove the s-ICD system due to the evident morphology changes at rest and causing inappropriate shocks. Technical services (ts) discussed that upon review of the device system position, there is a change in amplitude observed, which is likely the result of system movement. In addition, the r-waves are not adequate and there is evidence that the amplitude decreases likely with movement. Performing x-ray was recommended, as well as evaluation of the existing sensing during posture changes. Upon review of the x-ray, it was discussed that the images show the electrode to be in a near identical position. In addition, it was mentioned that the patient has changed the body habitus since implant and has put on a bit of muscle and fat, which could have an impact on the s-ICD system sensing capability. The physician is considering explanting the device at a later time, which is not yet scheduled, and not implanting a new s-ICD system as they do not believe the patient meets indications for s-ICD therapy. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while playing football due to t-wave oversensing. Several days later, the patient received inappropriate shocks again as the r-wave decreased and triple counting of the p-wave, r-wave and t-wave was observed. The patient was admitted to the hospital while waiting for further testing. Reportedly, the patient then exhibited large r-wave signals during exercise test. The physician decided to deactivate the device for the time being and to send the patient home. The s-ICD system remains implanted and deactivated. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while playing football due to t-wave oversensing. Several days later, the patient received inappropriate shocks again as the r-wave decreased and triple counting of the p-wave, r-wave and t-wave was observed. The patient was admitted to the hospital while waiting for further testing. Reportedly, the patient then exhibited large r-wave signals during exercise test. The physician decided to deactivate the device for the time being and to send the patient home. The s-ICD system remains implanted and deactivated. Additional information provided indicates the clinic consideration is to remove the s-ICD system due to the evident morphology changes at rest and causing inappropriate shocks. There is not a scheduled explant procedure at this time. Technical services (ts) discussed that upon review of the device system position, there is a change in amplitude observed, which is likely the result of system movement. In addition, the r-waves are not adequate and there is evidence that the amplitude decreases likely with movement. Performing x-ray was recommended, as well as evaluation of the existing sensing during posture changes. Upon review of the x-ray, it was discussed that the images show the electrode to be in a near identical position. In addition, it was mentioned that the patient has changed the body habitus since implant and has put on a bit of muscle and fat, which could have an impact on the s-ICD system sensing capability. No additional adverse patient effects were reported.